Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the physician was doing the stent procedure, the nurse recognized that the wire couldn't pass through the oa-10. Olympus visiglide 0.025 straight wire was used in this case. User error: incorrect size wire guide used. So she changed another oa-10 and the case finished. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. 1. Please indicate where the device was stored prior to use. It was stored in their own cabinet. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Olympus visiglide 0.025 straight wire was used in this case. 3. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. No. 4. Was the wire guide inspected for damage prior to use? No. 5. Was the device at the centre of the complaint inspected for damage prior to use? No. 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? Yes. 7. If not with the device in question, how was the procedure finished? They used another oa-10 with ttso-10-5. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? No. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf 260. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? No. 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Biliary duct(cbd). 5. Was resistance encountered when advancing the wire guide to the target location? Yes, a bit. 6. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. No. 7. Was resistance encountered when advancing the introduction system in place to the target location?* yes. 8. Was resistance encountered when advancing the stent through the obstructed area? N/a (mark n/a if device was not used on any patient). After placement, was stent position verified? If yes, please describe how. No. 9. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Less than 5 minutes. 10. Did any section of the device detach inside the endoscope or patient? No. 11. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). N/a. 12. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Ttso-10-5, visiglide 0.025 straight. 13. Were any modifications made to the complaint device or accessories used with the device in this procedure? For example guiding catheter shortened. If so please indicate the modifications and why they were necessary. No.

Manufacturer narrative:
Device evaluation: the oa-10 device of lot number c1895977 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution oa-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for oa-10 of lot number c1895977 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1895977. It should be noted that the instructions for use (ifu0096) states the following: ¿refer to packaging label for minimum channel size required for this device¿. There is sufficient evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of a user error situation was identified from the available information. Per the information provided a 0.025¿ wire guide was used for the procedure. The labelling on the device indicates that a 0.035-inch wire guide should be used. A precaution included in instructions for use, states " refer to packaging label for minimum channel size required for this device." And all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ is used therefore if a 0.025¿ wire guide was used this may have contributed to the event. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.